Manufacturer narrative:
The manufacturer previously reported information received alleging a customer requested an investigation into the cause of the recurring ¿vent inoperative¿ alarm on a trilogy evo, korea device. The reporter stated that patients using ventilators have experienced ¿vent inoperative¿ or ¿service required¿ alarms. However, after the device was replaced, the same alarms reappeared within a few days. There was no harm or injury reported. The trilogy evo korea device was returned to the manufacturer's product investigation laboratory (pil) for evaluation to determine the root cause of the reported alarm. Pil performed a visual inspection and observed physical damage to the vanity cover and the fio2 sensor cable, as well as contamination on the display assembly and fio2 housing. Review of the device's event log identified a "vent inoperative" evt_mach_flow_drift_high alarm, indicating that the machine flow sensor drifted above specification. The device software version was recorded as 1.06.10. Pil then operated the device on a test lung for approximately 7 hours without issue. The evt_mach_flow_drift_high alarm did not recur during testing. Following therapy testing, pil performed post-testing, and the device passed all tests. Based on the evaluation, pil concluded that the trilogy evo korea device operates as designed. The reported failure of [insert reported failure]is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a customer requested an investigation into the cause of the recurring ¿vent inoperative¿ alarm on a trilogy evo, korea device. The reporter stated that patients using ventilators have experienced ¿vent inoperative¿ or ¿service required¿ alarms. However, after the device was replaced, the same alarms reappeared within a few days. There was no harm or injury reported. The reporter expressed interest in returning the device to the manufacturer for evaluation to determine a root cause for the alarm. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.